Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and replaced to resolve the event and no additional adverse patient consequences were reported. The device is expected for analysis, but has not yet been received.